Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had been sent a charger to test the transmitter and the charger flashed. Customer stated that after charging for 8 hours, the transmitter did not light up. Customer's blood glucose level was 49 mg/dl. Customer feels okay and has treated for the low. Customer reported that the transmitter does not blink when connected to the sensor. Customer reported that the transmitter led did not blink on and off when it was disconnected from the charger. It was advised that the transmitter may not be working. No further assistance needed.